Event description:
The customer reported that the device would not deliver a shock during testing. There was no report of pt impact or involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device would not deliver a shock during testing. There was no report of pt impact or involvement. Philips evaluated the device and replaced the power pca to resolve the issue.